Event description:
It was reported to the biomedical engineer, by hospital staff, that a self-test error code occurred, and the device locked up, when it was powered on, without any membrane switches being touched during the self-test. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments, however analysis did find that the battery contacts were compressed.